Manufacturer narrative:
The nurse informed arjo representative that the maxi move lift¿s arm suddenly moved down during patient transfer. Caregivers transferred the patient after the surgery using arjo maxi move to a non-arjo hill-room bed (unknown serial and model number). The patient was situated above the bed, the caregiver was lowering the patient on the bed using the lift¿s handset when the device stopped lowering. The caregivers was still pressing the lower button and thus the actuator continued to work making noise. Suddenly lifting arm lowered unintentionally. The patient did not sustain any injury. After the event, the device was inspected by an arjo technician and no malfunction was detected. In attempts to recreate the reported scenario, the technician used non-arjo bed (hill-room) and maximove lift. The technician noticed that the mast of the lift was blocked by the bed surface and the lift could not be lowered. When an obstacle (bed¿s frame) was removed, the lift lowered unintentionally. The instruction for use for maxi move (no 001.25060.en) contains information that: ¿caution: before and during operation of the powered dps spreader bar, ensure all obstructions are clear of the spreader bar, support frame, and jib.¿ arjo device was used for a patient treatment when the event occurred and from that perspective, it played a role in the event. The lift lowered suddenly and from that perspective it did not meet its performance specification, but no mechanical failure was found during the device evaluation. The event is reportable due to indication that fast unintended movement occurred during patient transfer.

Manufacturer narrative:
Investigation is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
The arjo representative was informed about the event involving the maxi move passive floor lift. It was reported that the caregivers transfer the patient after surgery to hill bed. The hill bed was low and it was not possible to position the patient correctly in the middle of the bed (the patient is always too low). Therefore, the caregiver pushed the stretcher frame a little towards the head end of the bed to position the patient correctly. The caregiver lowered the patient by using the handset. When the device has stopped lowering but the motor continued to work and made noise, suddenly the lift's arm moved down. The patient did not sustain any injury. There were many caregivers during the transfer and were able to hold the frame of the straps stretcher.